Manufacturer narrative:
The date of this submission is 28-oct-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 21-aug-2015 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using the johnson and johnson floss mint waxed (route: dental, lot number 2514d, frequency and expiration date unspecified) for dental hygiene. After an unspecified duration, the consumer noticed the top of the flosser and the metal piece came off completely when the consumer was flossing. The consumer put it back on and it fell off two more times. The consumer stated that, while using the floss, the plastic insert came out of the container and the metal cutter broke off from the plastic insert. The plastic insert did not break. The consumer has used this floss for a long time and this was the only one there has ever been a problem with. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states of america. Additional information received on 01-oct-2015. The device was used for oral hygiene. A review of the data revealed no lot trend for the lot number 2514d. Final packaging and packing records were reviewed which indicated that product did not present defects during production inspections and appropriate components were used. A retained sample was evaluated and met specifications for appearance. The complaint investigation was closed with a disposition of undetermined. Complaints trends will continue to be monitored. This report remains as a reportable malfunction case in the united states of america.

Manufacturer narrative:
The date of this submission is 09-sep-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 21-aug-2015 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using the johnson and johnson floss mint waxed (route: dental, lot number 2514d, frequency and expiration date unspecified) for dental hygiene. After an unspecified duration, the consumer noticed the top of the flosser and the metal piece came off completely when the consumer was flossing. The consumer put it back on and it fell off two more times. The consumer stated that, while using the floss , the plastic insert came out of the container and the metal cutter broke off from the plastic insert. The plastic insert did not break. The consumer has used this floss for a long time and this was the only one there has ever been a problem with. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states of america.